Event description:
It was reported the customer had a motor error alarm during a prime. Troubleshooting found the insulin pump did not alarm motor error with a 5 unit fill cannula. Customer reported this was the first occurrence of the motor error alarm. Customer's blood glucose was 131 mg/dl. The customer will monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.